Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog number and lot code of other device listed in this report: cat # 623-00-40e, lot # mjmm83, description: trident 0 deg insert 40mm.

Event description:
It was reported that the patient's acetabular cup and liner were revised on (B)(6), 2011.